Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an ulceration and open wound under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician placed a bandage over the skin irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. Follow up indicated that the skin irritation improved.